Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the surgeon used a 511o as primary umbilical port with a scope. Due to the weight of the pt, surgeon used a lot of twisting to get through the abdominal wall. Could not tell for sure if they were in, so decided to remove the trocar and insert a 150mm cannula only into the existing defect. When they removed the 511o, they noticed the conical tip with bilateral tissue separators was missing. 6/18/1998 the conical tip was left in the pt. After searching for one to two hours, the surgeon asked another general surgeon to come in. The second surgeon noticed no visceral injury. The two surgeons decided that it would be less damaging to leave the tip in the pt rather than open the pt. There was no consequence to the pt.